Event description:
Per the clinic, the patient experienced healing issues at the implant site since implantation. Subsequently, the patient was treated with IV and oral antibiotics (dates not reported). On (B)(6) 2015, the abutment was removed and a new fixture and magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.